Event description:
The customer reported, the system is booting up with error. The green led on the front of the control panel blinks constantly showing that the system is in standby mode. No patients were involved.

Manufacturer narrative:
The service rep found the cpu board was bad as well as the backplane. He replaced the cpu and backplane board. System operates as intended.